Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display. Customer stated they have inserted a new battery, but the display did not return. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 365 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rate. The insulin pump functioned properly no blank display or display anomaly noted during testing. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No damage inside insulin pump noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked belt clip slot.